Manufacturer narrative:
No issues were identified with complaint kit lot g26033 during the investigation. Per the instructions for use, the results generated by these 9 patients should be interpreted as: all target results were valid. Result for sars-cov-2 rna is detected. A positive target 1 result and a negative target 2 result is suggestive of 1) a sample at concentrations near or below the limit of detection of the test, 2) a mutation in the target 2, target region, or 3) other factors. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in (B)(6) alleged false negative target 2 (sarbecovirus) results for 9 patient samples tested with the cobas sars-cov-2 test; these samples generated positive target 1 (sars-cov-2) results. When the samples were tested with the bd max test (bio gx sars-cov-2 hmp ref. (B)(4)) were positive for both targets. It was not clarified what results were reported out. No harm was alleged. Per the cobas sars-cov-2 instructions for use, samples with target 1 positive and target 2 negative should be interpreted as all target results were valid. Result for sars-cov-2 rna is detected. A positive target 1 result and a negative target 2 result is suggestive of 1) a sample at concentrations near or below the limit of detection of the test, 2) a mutation in the target 2, target region, or 3) other factors. Two kit lots (g27486 and g26033) were used during testing; as such, two mdrs will be filed, one for each kit lot used during testing. This MDR will address kit lot g26033, and no issues were identified with this lot during the investigation.